Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to door not fully latched messages which were experienced during eval while loading an IV set. Eval found force required to secure door with a loaded IV set is above expected levels and if not applied will cause the unit to not recognize a closed door. Eval found the door hooks out of adjustment. The door hooks and latch pins were replaced.

Event description:
During baxter's functionality testing of a spectrum pump, it displayed the door not fully latched message. There was no pt involvement.